Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
It was reported that the ventilator was shutting down and back on. There was no patient involvement. The customer troubleshot with technical support. The customer replaced the power management board and switch overlay however, the issue continued. The customer reported that replacing the user interface board addressed the reported issue and the ventilator was returned to use.